Manufacturer narrative:
Customer name and address= postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a hair was found inside an unopened urethral dilator set's sterile package. The device was not used. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary as reported, a hair was found inside an unopened urethral dilator set's sterile package. The device was not used. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, and quality control data. One urethral dilator set was returned in unopened packaging. A hair was found inside the sealed package. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. As all lots are 100% inspected, there is no evidence of additional nonconforming devices from the complaint lot in house or in the field. The dilator set was supplied with instructions for use (IFU) which was reviewed and no information related to this complaint was identified. Cook has concluded the cause of this complaint is manufacturing related. The packaging inspector for the lot has completed defect awareness training. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.